Manufacturer narrative:
Clarification to b5 description of event: sides of the rupture and "possible alcl" complaints have not been confirmed. This record is for the patient's left side device. Both events are captured conservatively. Additional physician contact information: patient's original implanting physician: dr. (B)(6), address: (B)(6), phone: (B)(6), fax: (B)(6), email: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. However, the reported event lymphoma - alcl- suspected is unable to observe, and rupture as it is classified as technical it needs a lab analysis to confirm or not the event, therefore at this moment the reported event is not confirmed. A review of the current risk documents was performed in rmf-chl-bi family (v15.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl- suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. The event of "lymphoma-alcl-suspected" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "possible alcl."

Event description:
Healthcare professional reported via company representative "rupture, possible alcl". Histopathological markers cd30+ and alk- have not been received. This record is for the left-side. Device remains implanted.